Event description:
It was reported that this implantable cardioverter defibrillator delivered seven shocks to the patient which failed to convert the rhythm. The last shock reversed polarity and was able to convert the rhythm. No changes have been performed. This device remains in service. No further adverse patient effects were reported.